Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing resulting in bradycardia pacing not delivered when required. It was stated that this patient has a left ventricular assist device (lvad) in place and that this could be the source of the noisy signals. The patient is not a pacemaker dependent and there was no report of asystole. Technical services (ts) provided troubleshooting efforts. It was reported that this patient has been very ill since the lvad placement and has remained in the ICU as a result. At this time, this crt-d remains in service at this time. No additional adverse patient effects were reported. Additional information was received from the field indicating that the patient was placed in electrocautery mode due to oversensing. It was also reported that the patient will remain in the ICU until a plan of action is determined. This complaint will be updated as further information becomes available.